Event description:
The customer reported bellavista1000 us having high pressure occlusion alarm and loud noise in vent. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and no noise was detected. Circuit test and initial test were performed and both passed. A software update was done and verification test was performed following manufacturer procedures. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: a vyaire field service representative(fsr) evaluated the device onsite. The exact root cause was undetermined due to issue is no longer reproducible.